Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file indicate that the higher- than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during a portion of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher-than-expected wbc content in the platelet product. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the products were transfused prior to recall attempt after the wbc testing. The transfused patient's information and condition is unknown at this time. Donor unit #: (B)(4). The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in brand name, common device name, model and lot #, device manufacture date, evaluation codes and to correct information in PMA #. Investigation: the customer declined to provide information for the investigation such as recipient patient information and outcome. Investigation is in progress. A follow-up report will be provided.

Manufacturer narrative:
The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes include an escape of wbcs from the leuko reduction chamber during the run, donor-related issue, or a sampling, calculation, or other process error could have contributed to the higher-than-expected wbc content in the platelet product.